Event description:
It was reported via receipt of an operative report from the vns patient's recent surgery that was scheduled due to generator replacement, that when the surgeon connected the new generator to the existing lead, high lead impedance had resulted, with lead impedance greater than 10,000 ohms. The surgeon noted that "it was felt that there was probably a problem with the lead" and therefore, the existing lead was removed and a new lead was re-implanted. Follow up with the explanting facility revealed that the explanted lead and generator were discarded and therefore, the devices are no longer available to be returned to manufacturer for analysis. Good faith attempts to obtain additional information from the treating neurologists office have been made, however, no additional information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.